Event description:
Report received by MFR of pump catheter disconnection. The pump had been replaced in 2000 and came apart from the catheter 6 days later. Catheter was reconnected. Physician was uncertain if he had loosened up the catheter enough when the pump was replaced. Pt experienced a slight increase in spasticity and was placed on oral supplemental medication, so pt did not experience withdrawal symptoms. Pt is doing fine now.